Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during device change out due to normal eri, the atrial lead could not be secured in the header of the new device. The device was not implanted.

Manufacturer narrative:
Final analysis found the reported inability to tighten the set screw was confirmed in the laboratory. Visual inspection found foreign material in the a-set screw bore. The foreign material prevented the a-set screw from fully entering the a-set screw bore to secure the lead.